Manufacturer narrative:
(B)(4). On 09-dec-2014, (B)(6) reported that they scanned the patient procedure using the wrong patient orientation. The philips remote application specialist (ras) confirmed that there was no rescan or harm to the patient or operator. The ras reported that the patient was in the prone position but performed the acquisition in the supine position, which caused left and right labeling on the images to be reversed. The operator annotated the images to note the correct orientation. The system was working as specified. There was no system malfunction. This was user error. This complaint has been determined to be a similar complaint to subsequent complaint which documents the investigation details. Investigation determined this event does not meet the definition/requirement of medical device reporting (MDR). The operator would have the ability to annotate the images correctly. The trained professional may choose to rescan the patient with the correct orientation. The risk associated with a rescan from a CT scanner is acceptable and poses negligible harm to the patient. If the event were to recur, it would not be likely to cause or contribute to death or serious injury. The following mitigations apply: there was no system malfunction, the system is working as specified. The event is due to user error. There was no harm to a patient, operator or bystander. The incorrect image orientation is recognized by the trained professional which leads them to contact philips support requesting to change the orientation on the images. The operator has the ability to annotate the images with the correct patient orientation. When the operator contacted philips support, instructions were provided to the operator how to annotate the images. Instructions how to annotate images are also available in the instructions for use manual. No misinterpretation or mistreatment of a patient has occurred or would be likely to occur.

Event description:
The customer reported that they scanned the patient procedure using the wrong patient orientation. The philips remote application specialist (ras) confirmed that there was no rescan or harm to the patient or operator. The ras reported that the patient was in the prone position but performed the acquisition in the supine position, which caused left and right labeling on the images to be reversed. The operator relabeled the images to note the correct orientation. The system was working as specified. There was no system malfunction. This was user error.

Event description:
The customer reported that they scanned the patient procedure using the wrong patient orientation. The philips remote application specialist (ras) confirmed that there was no rescan or harm to the patient or operator. The ras reported that the patient was in the prone position but performed the acquisition in the supine position, which caused left and right labeling on the images to be reversed. The operator relabeled the images to note the correct orientation. The system was working as specified. There was no system malfunction. This was user error.

Manufacturer narrative:
(B)(4).